Event description:
It was reported that the cutter would transition forward to take the samples but wouldn't retract all the way. The needed samples were taken and a marker was set to be deployed when it was noticed the cutter wouldn't retract all the way, preventing the insertion of the marker. The case was stopped at that point. No consequence occurred. The customer tried several methods to remove the probe to no avail. No device to be returned for analysis at this time.